Manufacturer narrative:
Initial and final MDR (B)(4) device 4 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of bent cannula with six infusion sets. The symptoms were noticed within 3 hours of insertion. The insertion site was abdomen and was being rotated regularly. To address teh high bg level the patient hydrated and exercised. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.